Event description:
It was reported that the patient presented for a device changeout procedure. Prior to the procedure, the atrial lead exhibited noise. The atrial lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Event description:
Additional information received notes that the atrial lead exhibited noise over-sensing.